Event description:
Related manufacture reference number: 2017865-2023-16273. It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the atrial lead noise oversensing causing inappropriate mode switches and insulation breach. The right ventricular lead also exhibited insulation breach. Both leads were repaired during procedure on (B)(6) 2023. The patient was in stable condition.